Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The issue was found during pre-shipment inspection by getinge fse before delivering to customer. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the fse that in a new machine from out-of-box the cardiosave intra-aortic balloon pump(iabp) detect fan failure. There was no patient involved.